Manufacturer narrative:
The reported complaint of "suspecting icy catheter (lot # 96056) balloon leak" was confirmed during the functional testing. Bonding leak was noticed at the distal end of the medial balloon during peristaltic pump test. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter balloons and on the proximal luered tubing. During functional pressure leak test, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned catheter was connected to a known good start-up kit (suk) and ran on the peristaltic pump for ten minutes with a medium speed. A bonding leak was observed at distal end of medial balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot # 96056.

Event description:
During rewarming mode at the end of the ivtm therapy, the user observed blood backing into the start-up kit (suk) tubing and noticed empty saline bag. Suspecting icy catheter (lot # 96056) balloon leak. The dwell time of the catheter was 72 hours. The target temperature was 37°c and the temperature at the time of the issue was 37°c. No device malfunction was reported on the ivtm system. The current condition of the patient is stable. No patient consequence was reported.